Event description:
A us distributor contacted zoll to report that a patient developed soreness under the lifevest equipment. Patient described the area as general soreness around the shoulder area due to the weight of the monitor. There was no alleged device malfunction contributing to the irritation. The patient has seen an occupational therapist for the soreness. Follow up indicated that the irritation improved.